Event description:
Patient reported nebulizer no longer working and not producing mist while nebulizer is on, taking patient about 30 minutes to complete treatment no further information provided. Unknown if device is available to return. Reported to (B)(6).